Event description:
It was reported that a tpn therapy bag was found to have a defective fill port cap. The defect was discovered during the compounding process. This report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: actual event date unknown. The batch review found one indication of nonconformance during manufacture; however, all released product met release criteria. The visual inspection confirmed the reported condition, which was determined to have been caused during the manufacture of this device. Manufacturing controls are in place to reduce the likelihood of recurrence. Should additional relevant information become available, a follow-up report will be submitted.